Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator failed preventive maintenance step 4 of the functional test. No patient involvement.

Manufacturer narrative:
All enquires or follow up questions related to the record, do not use (B)(4) located in sections d3 and g1, please direct those to the following: (B)(4). H6 - health effects codes updated. One device was returned for investigation. Visual inspection confirmed that the gas supply indicator is broken. Complaint was confirmed since device gas supply indicator was broken. Replaced gas supply indicator. Performed preventive maintenance, replaced MRI battery, sintered filter, o-rings and o-ring washer, recalibrated unit, cleaned and affixed new service label. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.